Manufacturer narrative:
Reference number (B)(4). Catalog number is the international list number which is similar to us list number of (B)(4). The device involved in the event was discarded and not returned; therefore, a return sample evaluation is unable to be performed. Buried bumper is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient in italy underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. After an unspecified amount of time, the patient experienced a buried bumper and the peg/j tube was removed.